Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in hospital with a distended and discolored implant site due to hematoma. The physician decided to evacuate the pocket. The pulse generator was reused after the pocket evacuation. The patient was stable before, during, and after the procedure.